Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed skin irritation under the rear therapy electrodes. The patient's doctor prescribed exidual cream for the irritation. The patient's irritation was improving with the use of the cream.